Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels was 333 mg/dl at the time of incident and current blood glucose level was 412 mg/dl. Customer¿s other blood glucose level went up to 440 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with bolus and syringe. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the sensor had received sensor updating and calibration not accepted. Customer did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was using auto mode feature. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.